Event description:
Customer reportedly received an undosed result of lo (less than 10 mg/dl) on the active s system. The customer re-tested within 5 minutes and received a result of 80 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.